Event description:
It was reported by the patient that when the start/stop button is pushed, "nothing happens." The cords were unplugged and plugged back in and this did not resolve the issue. The monitor has transmitted in the past. The monitor will be returned and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.